Event description:
A report was received that the patient's stimulator was not providing enough relief to cover pain in lumbar area. The stimulation was instead in the right leg which caused the patient difficulty walking. Troubleshooting was done multiple times to try to change the location of the stimulation but this did not resolve the issue. The patient informed the bsn representative that she was experiencing electrical shocks in her leg and lumbar area and is experiencing loss of motor-function in the legs. The patient is also experiencing stimulation in the stomach and on the left side of her body.

Manufacturer narrative:
Additional information was received the patient states that she is having difficulty walking because her pain in her left leg and foot is too high. Patient also states she is having pain in her back again. She is feeling nausea and her balance is off, but she's not sure if that's from the pain in her leg. Patient always leaves her high rate programs on and is not sure if she experiences these symptoms with stimulation off.

Event description:
A report was received that the patient's stimulator was not providing enough relief to cover pain in lumbar area. The stimulation was instead in the right leg which caused the patient difficulty walking. Troubleshooting was done multiple times to try to change the location of the stimulation but this did not resolve the issue. The patient informed the bsn representative that she was experiencing electrical shocks in her leg and lumbar area and is experiencing loss of motor-function in the legs. The patient is also experiencing stimulation in the stomach and on the left side of her body.